Manufacturer narrative:
Complaint investigation: according to the complaint text, "results were discrepant due to leaking dispensors." On 5/6/97, dispensor #3 wa s replaced. On 5/14/97, an fsr performed probe calibrations, replaced both probes, and installed ck-mb software disk version 1.00.2. Upon repeat testing of the samples on 5/14/97, the account noticed signicant clotting in the sample tubes. According to axxym systems operations manual (feb. 1996), section 10, "damaged probes, incorrect positioning of the probes, firbrin, red blood cells, or particulate matter present on the same, and bulb solutions 1 and 3 dispensing improperly" are all probable causes for results being erratic, discrepant, and/or experiencing imprecision (pg. 10-270-273). Additionally, labeling states in the package insert, under limitations of the procedure, that results should be used in conjunction with clinical observations of the pt. As an add'l investigation, a review of the 12 months of data for total complaints against the axsym analyzer was reviewed. No adverse trends were found requiring further investigations. No corrective action is required. Adequate labeling exist to minimize associated riks to pt results. This is the final report.

Event description:
On 05/05/1997, the account reported several discrepant ck-mb results, which were run on an axsym analyzer. The discrepant results were detected after high qc results were observed. Troubleshooting revealed a leaking dispenser. Error 5009, motor step loss dispensor 3, was displayed. Repeat testing of the samples was performed on axsym, another serial number. On 05/06/97, a new dispensor was installed in reported serial number. On 05/13/1997, an fsr (field service representative) visited the account, ticket number ID 24461, noticed that the account was using a previous ck-mb software version 1.00.1 instead of the ck-mb version 1.00.2 and observed poor ck-mb precision with controls. The account also had experienced a probe crash on 05/13/1997 in the morning and the fsr noticed that the sample probe was significantly out of theta calibration. Both the sample and processing probes were worn on the tips. The fsr replaced both probes and performed a probe calibration. The account also stated that incomplete clotting may have taken place when the samples were initially run. No report or injury due to the first reported results.